Event description:
A caller reported a tandem mobi cartridge alarm, which was identified as cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge from the pump, deliver a 9-unit bolus, and informed them about the impact on insulin on board. The customer successfully completed the bolus, reloaded the original cartridge, and resumed insulin therapy, resolving the issue.